Event description:
The manufacturer received information alleging the device power cord caught fire. The patient states sparks were coming from the wall outlet and noticed the power cord melted and had a small hole in it. The patient's son tried to unplug the end of the power cord and burned his thumb but was not harmed. The patient reports smelling a burning odor and no property damaged occurred. The patient states there are no smokers in the household. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.